Manufacturer narrative:
It was determined that the erroneous results were not reported outside of the laboratory and there were no adverse events related to the issue. The field service engineer replaced a probe. He discovered an abnormality in the transition of the sample rack into the sampling position. This abnormality could cause the probe to catch on the side of the tube. He adjusted the mechanism on rollers to ensure a correct and consistent placement of the rack into the sampling position. The customer has not had any further issues since these actions.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially stated that they had questionable results for 3 samples tested for multiple assays on the cobas 6000 c (501) module - c501 on (B)(6) 2016. The results from these samples were accompanied by data flags. The results were not from consecutive patient samples. The customer was advised to change the sample probe and agreed. The sample arm assembly and liquid level detection printed circuit board were replaced, but the customer continued to receive questionable low results for an unknown number of patient samples tested for multiple assays. Data was provided for one patient sample that was tested on (B)(6) 2016 and had questionable results for multiple assays. Of the mentioned assays, this sample had erroneous results for ise indirect na for gen.2 (sodium), ise indirect k gen.2 (potassium), and crpl3 c-reactive protein gen.3 (crp). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 0.0 mg/l for crp, 0.09 mmol/l accompanied by a data flag for potassium, and 3 mmol/l accompanied by a data flag for sodium. The sample was repeated on the same c501 analyzer, resulting as 4.02 mmol/l for potassium and 139 mmol/l for sodium. The sample was repeated on a different c501 analyzer, resulting as 66.3 mg/l for crp. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. It was asked, but the lot numbers and expiration dates of the sodium electrode, potassium electrode, and crp reagent are not known. A valve assembly and syringe assembly were changed, but further problems were experienced on (B)(6) 2016. The system was generating sample short alarms even when sample tubes were full. The customer also stated that they believe the sample probe is not centered in the sample tube and may be catching against the side of the tube, generating the sample short alarms.